Manufacturer narrative:
(B)(4). D10: cat# 00500105028, lot# 65823703, liner 28 mm i.d. For use with 50/51/52 mm o.d. Shells. Cat# 802202802, lot# 3151441, femoral head 12/14 taper 28 mm diameter +0 mm neck length. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two days post-implantation, the patient underwent a hip revision following a fall due to dislocation. The shell dislocated from the acetabulum. The shell, liner, and head were revised to increase stability with a constrained cup. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the explanted head, bipolar liner and shell covered in bio-debris. The construct is still assembled which indicates the dislocation occurred between the shell and natural acetabulum. No further evaluation can be made. Pictures were not provided of the stem. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and review identified the following: possible malposition of the acetabular cup liner on the initial image with horizontal orientation. Of note, there is partial withdrawal of the femoral component from the bone on the second image. Dislocation of both the femoral head and cup liner superiorly and likely posteriorly. A definitive root cause cannot be determined. It was reported the patient fell, however, the reason for the fall is unknown. It is unknown if the stem withdrawing from the bone is a result of the dislocation or a contributing factor of the dislocation. This complaint was confirmed based on the provided mmi report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.